Event description:
It was reported that during a total abdominal hysterectomy procedure, a sealing device (open sealer curved large jaw) was plugged into a generator when the device could not cut at all and there was no seal, with no evidence of energy delivery and end tones heard. No bleeding was reported, no seals occurred before the issue, and the jaws were reported as just opened. Another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.